Manufacturer narrative:
Cerner distribution a priority review flash notification on october 15, 2014 to all potentially impacted client sites. The software notification includes a description of the issue, an alternative to prevent the issue from occurring, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
Dynamic documentation pulls data from the patient chart and allows end users to enter free text alongside chart data to create documents such as progress notes. The issue occurs when a single-column table is added in a note, either by a smart template or by copying and pasting text. When this occurs the content below the first row of the table is lost when the note is saved or signed. Patient care could be impacted if the information that is lost is necessary for treatment of the patient.